Event description:
Report 4 of 5: it was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, a patient sample was overfilled. No recollect was needed, extra tubes were drawn. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 4 of 5. It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, a patient sample was overfilled. The sample was recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-nov-2024. Investigation summary: bd received ten (10) samples and a photo for investigation. The photo was reviewed and the indicated failure mode for overfill with the incident lot was not observed. The blood meniscus is visible under the bottom edge of the closure. The customer samples along with ten (10) retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Additionally, one hundred (100) retention samples were visually examined, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of overfill. Bd was not able to identify a root cause for the indicated failure mode. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.